Event description:
The customer contact reported a separation. The primary plumset was being used to delivery an unspecified volume of normal saline, at an unspecified rate, via a plum pump. At an unspecified time, it was reported that the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the plumset for a piggyback delivery of an unspecified chemotherapeutic agent at a rate of 285 ml/hr. The customer contact reported that after two hrs, the delivery of the chemotherapeutic medication was complete. At this time, the plumset was flushed with an unspecified volume of normal saline, at a rate of 200 ml/hr. The customer contact reported that when the nurse disconnected the male adapter of the secondary tubing set from the clave secondary port of the plumset, the clave secondary port separated from semi-rigid female adapter of the plumset and a very small amount of normal saline leaked onto the pt. The plumset was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.